Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation and seizures. The pt's brother stated the leads "were hooked up backwards" when the neurostimulator was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.